Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the video provided with this report because the products said to be involved were not provided to cook for evaluation. A photo of the lot number was not provided. The video provided shows the device in use; the handle is being manipulated, however the needle is not advancing as expected. It can be assumed that the needle is broken and detached inside of the handle, which is preventing movement of the needle when the handle is manipulated, confirming the complaint. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the video provided confirmed the report; the needle does not advance when the handle is manipulated; however we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use the instructions for use also cautions the user that, "during needle adjustment or extension, ensure device has been attached to accessory channel." Attaching the needle to the endoscope will also aid in preserving the device integrity and function. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an ultrasound endoscopy of the head of the pancreas, the physician used two cook echotip ultra endoscopic ultrasound needles. It was reported that the endoscopic needle mechanism broke after trying to puncture a lesion in the head of the pancreas. It was a slightly tougher injury, and as a result, the first open needle ended up breaking. The handle that moves the needle to expose and retract broke, and the needle no longer came out of the catheter. [The doctor] opened a new needle and the same problem occurred again with the second needle. The handle broke again and, only after the third needle was opened, the doctor was able to puncture and complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.